Manufacturer narrative:
The reported field event of the inability to power on was confirmed in the laboratory. The unit was tested with the ac power adapter and was found to be anomalous. Upon opening the ac power adapter, burn marks to the main printed circuit board was observed. The cause of the field event was due to an anomalous ac power adapter.

Event description:
It was reported that a merlin.net transmitter was damaged by a lightning storm and would not power-up. The device was replaced.